Event description:
It was reported that during the surgery the pulsavac plus high capacity intramedullary brush tip broke off and stuck in the medullary cavity. It was possible to remove the broken part out of the medullary cavity with great effort only. Additional clinical follow up with the customer indicated that during a cemented hip implant with spinal anesthesia, the tip broke at the connection of the brush to the tube. To retrieve the broken component, the customer stated "it was drilled out with spring drills as it was not possible to grip the tip with the instrument." During removal, the part broke into two pieces due to drilling of the cavity. There was no conversion of planned stem size or component system but additional reaming steps were necessary as the medullary cavity had to be drilled out. To assure that all particles were removed, extensive rinsing of the cavity was performed with jet lavage and probing of the cavity with a reverse chisel. There was a 30 min. Delay attributed to the medical intervention required to remove the broken component but there were no effects caused by the additional anesthesia.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.